Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead was subsequently capped.

Manufacturer narrative:
Continuation of d10: 6984m adaptor, implanted (B)(6) 2012. 6984m adaptor, implanted (B)(6) 2012. 6996sq58 lead, implanted (B)(6) 2012. Dtba1d1 crt-d, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath and thought it could be due to the cardiac resynchronization therapy defibrillator (crt-d) nearing the end of battery life. Additionally, it was reported that the left ventricular (lv) lead exhibited high/undefined impedance. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.